Manufacturer narrative:
(B)(4). The product is not available for investigation; therefore a manufacturer laboratory investigation was not possible. The identity of the product is unknown; no review for similar complaints per product type could be performed. The manufacturer performed several attempts to follow up with the customer for more incident and product details. No further information was provided. Based on this a confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigaton is necessary. Due to this no further action will be completed at this time. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
(B)(4). Translation from the original incident report in (B)(6): "the cause of the problems during the treatment was an untight oxygenator were a blood plasma leakage occurred. In consequence the medos deltastream hc was destroyed with massive smoke emission. The patient was weaned of support without any consequences." No further information was provided. The identity of the product is unknown. (B)(4).